Event description:
It was reported that during implantation of an impella 5.5 was aborted as the pump could not pass through the patient's anatomy. No patient harm was reported.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had stenosis and resistance at aortic valve preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.